Event description:
The customer reported the ventilator is not working on battery power. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Pr#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator is not working on battery power. The customer reported the unit was not in use on patient.